Manufacturer narrative:
Only a shunt was returned for investigation. During initial inner illumination test, blockage of the lumen was found. After cleaning the device the blockage was removed. Light passed through both sides of the restriction unit, though on one side the pass is partial. Due to partial pass on one side of the restriction unit, it was decided to cut the shunt and as a result the restriction unit was cut therefore the investigation could not be completed. During production, 100% final inspection is being performed on the entire batch, including visual inspection and inner illumination. If a blockage would be noticed, the product would have been rejected immediately. The root cause is inconclusive - no root cause identified, since the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since after cleaning the device most of the blockage was removed. Therefore, there is no evidence for an inherent defect that might have caused the event. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the surgeon reported that the shunt was totally occluded. The intraocular pressure (iop) did rise. After the trabeculectomy intervention, the iop decreased.

Manufacturer narrative:
No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. (B)(4).

Event description:
A surgeon reported that approximately 2 weeks after a glaucoma filtering shunt was implanted, it became clogged. The shunt was then explanted and a trabeculectomy was performed. Additional information was requested.